Event description:
Baxter france reports "k167 error (check lines) with several lines of the batch above mentioned. Liquid leak from the connection branch during priming." No pt injury or medical intervention required per baxter affiliate.